Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -110.00/1.0/091 (sphere/cylinder/axis) tore during injection/delivery into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was implanted and removed intra-operatively and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).